Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The physician inserted the versacross connect and watchman access sheath (was) and successfully performed the transseptal puncture. A non-boston scientific pigtail catheter was then inserted, and the patient was believed to have been given heparin. The watchman delivery system was being prepared when the patients activated clotting time (act) was in the 100s and it was noted that the heparin line was not connected to the patient. The patient did not receive the heparin dose. The physician pulled the devices back into the right atrium. A thrombus was seen on the pacemaker leads and interatrial septum. The non-boston scientific pigtail catheter was taken out of the was and there was thrombus forming on the proximal end. The was pulled back and the patient was given heparin. A new was then inserted and positioned in the patient to help occlude the transseptal puncture location so the thrombus would not go from right atrium to left atrium. A non-boston scientific thrombectomy device was then used to retrieve the thrombus that was in the right atrium. After successfully removing the thrombus, the procedure was continued. The procedure was successfully completed with a closure device implanted in the laa of the patient. The patient did well following this event and showed no issues during a neurological assessment later that day. The patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis.